Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and that the insulin pump alarmed no delivery. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels using the insulin pump. The customer did not provide their blood glucose level at the time of the call. The customer reported that the infusion set tubing was getting caught and kinking on the insulin pump belt clip. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.